Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected which identified the central support of the array was torn. Functional testing of the catheter found no problem with the steering or deployment of the device. With all available information boston scientific confirmed the allegation that the device was fractured but could not confirm the allegations of handle issues that were seen. The cause of the damage to the array could not be determined based on analysis or the information provided in the complaint.

Event description:
During a procedure, the intellamap orion catheter was selected for use. It was reported that when the orion was inserted into the body and attempted to open, the handle was very heavy and uncomfortable. Upon opening the orion outside the body, the basket part was distorted. It was further reported that the device was physically fractured. Catheter was replaced and the issue was resolved. The procedure was completed successfully without any patient complications. Device is expected to be returned for further analysis.

Event description:
During a procedure, the intellamap orion catheter was selected for use. It was reported that when the orion was inserted into the body and attempted to open, the handle was very heavy and uncomfortable. Upon opening the orion outside the body, the basket part was distorted. It was further reported that the device was physically fractured. Catheter was replaced and the issue was resolved. The procedure was completed successfully without any patient complications. Device was returned for further analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first thought to have the central support of the array torn, however, the device was further visually inspected and identified coating residues on central support of the catheter, under the deployment section. Functional testing of the catheter found no problem with the steering or deployment of the device. With all available information boston scientific could not confirm the allegations of handle issues that were seen. The cause of the damage to the array could not be determined based on analysis or the information provided in the complaint.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure, the intellamap orion catheter was selected for use. It was reported that when the orion was inserted into the body and attempted to open, the handle was very heavy and uncomfortable. Upon opening the orion outside the body, the basket part was distorted. It was further reported that the device was physically fractured. Catheter was replaced and the issue was resolved. The procedure was completed successfully without any patient complications. Device is expected to be returned for further analysis.